Event description:
So just over two years ago, I had the inspire sleep device installed to help with my sleep apnea. About 6 months after the surgery I was at a follow-up appointment and the surgeon noticed a mass in my nose and throat area and requested I have an adenoidectomy after doing a CT scan. Soon after I had the mass removed and continued forward. Now fast forward a year and 1/2 after working with inspire to adjust settings to try to make this device functional they noticed a mass in my lymph nodes approximately 1/2 an inch or closer to where the stimulation wires run. So I had another CT scan, and a biopsy and then had the mass removed on december 19th. The pathology came back with a diagnosis of hodgkins lymphoma. I just had my first appointment with dr. (B)(6) at (B)(6) and will begin 3 rounds of chemotherapy starting january 16th along with numerous appointments for preparation. I'm bringing this up because in my opinion it's very suspicious and I'm disappointed that inspire hasn't reached out or had any interest in learning about something that could potentially be very bad for other people and the company. Also, I just got my results from the my latest sleep study and the results are the same pre-dating my inspire surgery so it doesn't even help me.